Event description:
In 2001: pt was diagnosed with an abdominal aortic aneurysm, and underwent an implant of an ancure aaa graft. The implant occurred without complication, and the pt recovered normally. In 2002: pt complains of a marked lack of energy. Pt appears to be developing renal insufficiency. In 2003: pt continues to complain of renal insufficiency; complaint reiterated on six mos later.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. F10: it is unclear whether the complaint of renal insufficiency is related to the endograft.